Event description:
It was reported that the tip of the lead was bent. It was noted that actions required as a result included using a different lead. It was further noted that the lead was bent and unusable so another lead was opened and implanted. Additional information received reported that there was no patient injury and that the device was not used with or in the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product type accessory. Analysis of the stylet found that the stylet wire had been bent approximately 3 cm from the distal end. Analysis of the lead found no anomaly. It was noted that the lead itself was strait.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.